Manufacturer narrative:
The manufacturer previously reported a ventilator had an issue with oxygen delivery. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and oxygen blending module flow element were replaced to address the issue. The flow element was partially blocked with dirt and dust.

Event description:
The manufacturer received information alleging an issue related to the device's oxygen delivery. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.